Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas integra 400 plus. The sample initially resulted in an hba1c value of 9.50 % and this value was reported outside of the laboratory. The doctor questioned the value since the patient's previous value was normal. The sample was repeated on (B)(6) 2022, resulting in a value of 5.48 %. The hba1c reagent lot number was 62959801, with an expiration date of 31-dec-2023.

Manufacturer narrative:
Na.

Manufacturer narrative:
The last calibration performed on 21-oct-2022 was acceptable. Quality controls run on the day of the event were within acceptable ranges. The investigation could not identify a product problem. The cause of the event could not be determined.